Event description:
This case is cross referenced to case ID: (B)(4) (cluster). This unsolicited case from (B)(6) was received on (B)(6) 2017 from a physician. This case involves a (B)(6) patient (unspecified gender) who received treatment with synvisc one without aspiration joint before the pre-patellar injection (off label use) and after 20 days developed inflammatory reaction. The patient was diagnosed with arthrosis, degenerative type in 2000. The patient's past drugs, concomitant medications and concurrent conditions were not provided. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 1 injection once (batch/lot number: 6rsl022z; expiration date and indication: may-2019). It was the first use of synvisc one, without aspiration joint before the pre patellar injection (off label use). On (B)(6) 2016, 20 days after the injection, the patient experienced inflammation leading to a hospitalization. On (B)(6) 2016, a joint aspiration was performed with an inflammatory liquid but sterile. On an unknown date, the pain reappeared and the patient was hospitalized in rheumatology. On an unknown date, another joint aspiration was performed without liquid abnormalities. Corrective treatment: not reported for inflammatory reaction. Outcome: not recovered for inflammatory reaction. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot # 6rsl022z expiration date (05/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl022z no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation for inflammatory reaction. (B)(6) imputability: (B)(4). Additional information was received on 16-feb-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 06-mar-2017 from the physician. The age of the patient and the medical history were added. The event of off label use was added with details. The symptoms of joint aspiration was performed and pain reappeared were added for the event of inflammatory reaction. The suspect product start date, route and batch/lot number were added. The start date for the event of inflammatory reaction was updated and the outcome was updated from unknown to not recovered. Clinical course updated and text amended accordingly. Additional information was received on 25-aug-2017. Expiration date added. Investigation summary with lot number received and processed. Text was amended accordingly pharmacovigilance comment: sanofi company comment dated 06-mar-2017: as per follow up information received patient was hospitalized after he experienced joint inflammation and on the basis of temporal gap and site of reaction the causal role of suspect in occurrence of the events cannot be denied. Sanofi company comment dated 10-feb-2017: this case concerns a patient who received treatment with synvisc one injection and later was hospitalized due to inflammatory reaction. Based upon the available information, the causal relationship of the product has been assessed to be possibly related with the events. However, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This case is cross referenced to case ID: (B)(4) (cluster) this unsolicited case from (B)(6) was received on 07- feb-2017 from a physician. This case involves a patient (unspecified demographics) who received treatment with synvisc one and after an unknown latency developed inflammation. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not provided. On an unknown date, the patient received treatment with synvisc one injection, one dosage form once (route, indication, batch/lot number and expiration date: not reported). On (B)(6) 2016, after an unknown latency, the patient experienced inflammation after injection of synvic one leading to a hospitalization. Corrective treatment: not reported. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation. (B)(4). Additional information was received on 16-feb-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 16-feb-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 10-feb-2017: this case concerns a patient who received treatment with synvisc one injection and later was hospitalized due to inflammatory reaction. Based upon the available information, the causal relationship of the product has been assessed to be possibly related with the events. However, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This case is cross referenced to case ID: (B)(4) (cluster) this unsolicited case from (B)(6) was received on 07- feb-2017 from a physician. This case involves a (B)(6) patient (unspecified gender) who received treatment with synvisc one without aspiration joint before the pre-patellar injection (off label use) and after 20 days developed inflammatory reaction. The patient was diagnosed with arthrosis, degenerative type in 2000. The patient's past drugs, concomitant medications and concurrent conditions were not provided. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 1 injection once (batch/lot number: 6rsl022z; expiration date and indication: not reported). It was the first use of synvisc one, without aspiration joint before the pre patellar injection (off label use). On (B)(6) 2016, 20 days after the injection, the patient experienced inflammation leading to a hospitalization. On (B)(6) 2016, a joint aspiration was performed with an inflammatory liquid but sterile. On an unknown date, the pain reappeared and the patient was hospitalized in rheumatology. On an unknown date, another joint aspiration was performed without liquid abnormalities. Corrective treatment: not reported for inflammatory reaction. Outcome: not recovered for inflammatory reaction. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation for inflammatory reaction (B)(4). Additional information was received on 16-feb-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 06-mar-2017 from the physician. The age of the patient and the medical history were added. The event of off label use was added with details. The symptoms of joint aspiration was performed and pain reappeared were added for the event of inflammatory reaction. The suspect product start date, route and batch/lot number were added. The start date for the event of inflammatory reaction was updated and the outcome was updated from unknown to not recovered. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 06-mar-2017: as per follow up information received patient was hospitalized after he experienced joint inflammation and on the basis of temporal gap and site of reaction the causal role of suspect in occurrence of the events cannot be denied. Sanofi company comment dated 10-feb-2017: this case concerns a patient who received treatment with synvisc one injection and later was hospitalized due to inflammatory reaction. Based upon the available information, the causal relationship of the product has been assessed to be possibly related with the events. However, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This case is cross referenced to case ID: (B)(6) (cluster). This unsolicited case from (B)(6) was received on 07- feb-2017 from a physician. This case involves a patient (unspecified demographics) who received treatment with synvisc one and after an unknown latency developed inflammation. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not provided. On an unknown date, the patient received treatment with synvisc one injection, one dosage form once (route, indication, batch/lot number and expiration date: not reported). On (B)(6) 2016, after an unknown latency, the patient experienced inflammation after injection of synvic one leading to a hospitalization. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization or prolongation. (B)(6) imputability: (B)(4). No further information was provided. Pharmacovigilance comment: sanofi company comment dated 10-feb-2017: this case concerns a patient who received treatment with synvisc one injection and later was hospitalized due to inflammatory reaction. Based upon the available information, the causal relationship of the product has been assessed to be possibly related with the events. However, further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.